Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had received low battery alerts after a week of inserting new batteries in the insulin pump. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.